Manufacturer narrative:
H3: product ID: 977006, serial# (B)(6), was returned for product analysis. Analysis found the returned device passed all testing in the laboratory and no anomalies were identified. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) reporting that intra-operative the rep was unable to start usage of the implantable neurostimulator (ins). Error 0x75f6f4f5 and validation error 00 01 00bb displayed. Troubleshooting was performed. Multiple trials were unsuccessful. A different ins was used. The issue was resolved.